Event description:
Shieh, e., dalal, p.b. ,mcmanus, m. Fecal impaction or infection? Baclofen pump infection without fever: a case report. Pm and r. 2013. 5. Summary/reported event: the author discussed about a case of fecal impaction or infection baclofen pump infection without fever. This report refers to an (B)(6) female patient with a history of rett syndrome and secondary spasticity with baclofen pump placement in jan 2007. The patient had received baclofen for spasticity (unknown dose and unknown manufacturer). She presented to her pediatrician with 1.5 months of abdominal swelling without fever, change in tone, or recent illness. An abdominal x-ray was ordered and showed a moderate stool burden. The patient received multiple clean-outs and manual disimpaction without any improvement. She was seen by numerous subspecialists in the subsequent weeks without any additional symptoms. At her scheduled baclofen pump refill, the patient had an unchanged exam aside from a small egg sized mass under her right ribs. During the refill, the physician was unable to access the pump even with the longest needle. An abdominal CT scan was obtained, which showed a 6.5 x 8.0 x 10.0 cm abscess surrounding the baclofen pump. Upon admission to the hospital, surgical exploration of the site revealed a large purulent fluid collection, requiring removal of the baclofen pump. Post-operatively, baclofen and diazepam were administered via her gastrostomy tube to prevent acute withdrawal. Labs eventually revealed group b streptococcus in her aspirate, urine, and vaginal swab cultures. She was treated with ampicillin and gradually improved to her baseline. The patient was discharged home on oral baclofen and has been scheduled for pump implantation this month.

Manufacturer narrative:
It was not possible to match this event to a previously reported event. Concomitant medical products: catheter, model: unk, implanted: unk, explanted: unk. (B)(4).